Event description:
The elevator tip broke off in the pt's bone during a tooth extraction. The dentist inquired about the pt being able to have an MRI. The dr was advised against an MRI since we believe surgical grade stainless steel may be magnetic. The broken tip is lodged in the pt's bone and wasnot removed by the doctor.